Event description:
It was reported that the pump was damaged and the downstream occlusion (dso) seal were cracked. This issue may increase the risk of fluid ingress and could potentially result in an interruption of therapy. There was patient involvement, and no harm was reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were conducted, during which the downstream occlusion (dso) seal was cracked observed. The reported issue was confirmed; however, the probable cause was attributed to a cracked dso seal. As a corrective action, the dso seal was replaced. Following this, the device passed all functional and accuracy test.